Event description:
It was reported that a cardiac perforation occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx closure device was implanted. It was reported that there was a left atrial perforation during the procedure which required cardiac surgery for closure. There were no patient complications reported.